Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the location of the patient's ipg was revised via surgical intervention on (B)(6) 2021 to address the issue of pain/discomfort at the patient's ipg site.